Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 5mm long starting at the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.